Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time in the afternoon. The patient reportedly tested with the subject meter and reported blood glucose results of "240, 80mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient denied developing any symptoms and denied taking any action regarding the first reading and retested and then received the low result. The patient stated had some yogurt immediately afterwards as a precaution. The patient stated, the subject meter was his meter that he uses at the office. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. A replacement product was sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient denied developing symptoms due to the alleged issue and denied receiving any treatment. However, this complaint is being reported because the subject meter did not meet lfs's accuracy claim.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 (11/29/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.